Event description:
The customer reported a posterior capsule tear occurred. An anterior vitrectomy was performed with the vitrectomy cutter not cutting constantly and sometimes would stop cutting. The vitrectomy probe was replaced and the case was completed. The customer stated there was no pt harm.

Manufacturer narrative:
The vitrectomy probe was received for testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. This report was mailed to FDA on: 08/06/08.